Event description:
In 11/88, the expanders were replaced with co polyurethane-covered implants. The left side ahd been hard & sore. The right side is softer & the pt feels pulling when using the right upper extremity. Four yrs ago, she developed hot burning tingling sensation in the right thigh which is associated with soreness. This sore feeling also spread to the left thigh. She feels warm all the time & has chronic fatigue. There are achy arms & myalgias in the back of the neck, arms. The toes had been very numb & painful. She has been under treatment for synovitis in the knee as well as other symptoms by rheumatologist. There is a class 4 capsular contracture on the left & class 2 on the right. Because of systemic symptoms, synovitis, local pain especially on the left side & polyurethane implants, it is medically necessary to remove both implants & capsule. The capsule removal is medically necessary because the polyurethane degrades its foam into the capsule. There is also silicone adenopathy in the right second intercostal space.